Event description:
On (B)(6) 2022: a luminex mas reported on behalf of the customer a sars-cov-2 false negative with no magnetic bead particle transfer during training. The sample was previously positive on their cepheid instrument ((sample ID (B)(6)). There was insufficient magnetic bead transfer observed on multiple cassettes in this run, including the false negative result. Sample/media: nps in utm that was previously run on cepheid. The sample ID was the same for both aries and cepheid platforms: sample ID (B)(6). Aries run #1: (B)(6) 2022; slot: ethnicity: (sample ID: (B)(6)); cassette sn: (B)(4); cassette lot: ab4723a; CT: (rnase p 37.8ct); result: sars-cov-2 negative. Aries run #2 (B)(6) 2022; slot: sex: (sample ID: (B)(6)); cassette sn: (B)(4); cassette lot: ab4723a; CT: (orf1ab 25.1, n-gene 26.8, rnase p 29.1); result: sars-cov-2 positive.

Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.